Event description:
Patient underwent a unilateral explanation of a proact device in (B)(6) 2026. The patient's right balloon was explanted at the scrotum in a supine position. Local anesthetic was given prior to incision. A centimeter incision was made at the scrotal skin where the device port was located. The incision was wiped with culture swabs for further analysis. The device was aspirated with 4cc of fluid, deflated, and explanted. The device remained intact when removed. The balloon was tested on the back table using a 23g hypo needle and a syringe filled with the aspirated mixture. There was no leakage or known perforation. The patient complained about pain around the scrotal area. No erythema. Infection was discovered at time of incision.